Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
Customer reported the unit is not turning on. The power supply, printed circuit board assembly (pcba) is burned out due to a short circuit.